Event description:
A surgeon reports an unexpected post-operative refraction following intraocular lens (iol) implant surgery. The surgeon stated the pt was two diopters more myopic than anticipated and is now anisometropic and may require cataract surgery in fellow eye to balance vision. He indicated their prognosis is good.